Manufacturer narrative:
(B) (4). (B) (4). Eval summary: based upon the inquiry info rec'd and the visual examination, it was concluded that balloon had a puncture caused by an external instrument.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device got a hole in the balloon. Another device was used to complete the case. There were no adverse consequences to the pt.